Event description:
The manufacturer received information alleging the ventilator's flow sensor was faulty. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device had evidence of an external contaminant in the flow sensor and flow straightener. The flow sensor, flow straightener and blower were cleaned to address the issue.